Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient reported that the device was not working correctly, only partially inflating or inflating itself. An MRI showed a deviation toward the middle of the right cylinder. A physical examination found the right cylinder was pressing on the urethra near the meatus.